Event description:
The patient reported that the ok "up" and "down" arrow buttons have become intermittently unresponsive on the keypad. The buttons on occasion did not click and spring back. The reporter denies damage to the keypad or exposure to moisture.

Manufacturer narrative:
The pump was returned to animas and the evaluation revealed that the keypad appeared to be intact with no lifting or peeling. The "up", "down" and "ok" keypad buttons were intermittently responding. The keypad was removed and the "up" key contact was misaligned. There was also evidence of keypad adhesive found under all key contacts.